Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the display screen. Troubleshooting found that there is only a partial display of information on the screen. Customer changed the battery but display did not return. Customer's blood glucose level was 327 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No missing segments or partial display noted. No icon anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window, a scratched reservoir tube window and a cracked case.